Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. No run data was provided, but based on the information provided, it appears this was likely a low level positive sample from the first two runs with late CT values which could indicate a sample with a low viral load near the lod of the assay. Additionally, as the customer re-collected samples and tested samples using another test platform, there could have been a difference in viral material in each sample

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 on cobas liat (negative for influenza a and b). Upon retest, the same sample also generated a positive result for sars-cov-2 on cobas liat (negative for influenza a and b). The following day a new sample was collected and tested on cobas liat which yielded negative results for all targets (sars-cov-2, influenza a and b). Finally, the first collected sample was retested on lightcycler96 with a takara bio pcr assay which also gave a negative result. The initial positive result was reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.